Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-01011 & 07114).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, and damage to surrounding bone and tissue, dysfunction, elevated metal ion levels, loss of range of motion, lack of mobility, metal poisoning, and metallosis. Review of the revision invoice history indicates that the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the revision procedure was performed due to metallosis. Revision operative report further indicates the patient experienced pain, swelling, popping and had elevated cobalt and chromium levels. During the revision procedure, acetabular cup anteversion, blackened tissue and an effusion were noted. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet modular head.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised due to patient allegations of pain, swelling, inflammation, and damage to surrounding bone and tissue, dysfunction, elevated metal ion levels, loss of range of motion, lack of mobility, metal poisoning, and metallosis. Review of the revision invoice history indicates that the modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.